Manufacturer narrative:
After device receival on (B)(6) 2021 the mix-up has been confirmed, a box labeled with the ref. (B)(4), lot 082864a, (gmk primary cementless femur size 4 right) was found to include ref. (B)(4), lot 082446 (gmk revision ps femur size 1 right).

Manufacturer narrative:
Batch review performed on 02-jul-2021. Lot 082446d: 1 item manufactured and released on 12-mar-2019. Expiration date: 2024-02-27. No anomalies found related to the problem. Additional item involved in the mix-up: gmk-primary 02.07.2104r femur ps cementless size 4 r lot. 082864a. Batch review performed on 02-jul-2021. Lot 082864a: 1 item manufactured and released on 13-mar-2019. Expiration date: 2024-02-27. No anomalies found related to the problem. Preliminary investigation: the mix-up has been confirmed, a box labeled with the ref. (B)(4), lot 082864a, (gmk primary cementless femur size 4 right) was found to include ref. 02.07.2401r, lot 082446 (gmk revision ps femur size 1 right) and viceversa. A recall of the lot 082446d was necessary to confirm the mix-up and we have found the size 4 right - lot 082864a of gmk primary cementless - in the box labeled with the lot 082446d. Letters a and d are present at the end of the lot because they are assigned in the re-sterilization process of lots, as per medacta international internal procedure. Both lots involved in the action are composed of 1 device each. Country involved in the recall: (B)(6).

Event description:
During the surgery, opening the gmk-primary femur size 4 box it was found a gmk-revision size 1 item. The surgery was completed successfully using a size 4 gmk-primary narrow implant as a back-up.